Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, an alleged leak was observed from the proximal side of the balloon upon first inflation. Reportedly, there was no issue retracting the balloon through the sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as a 8mm x 4cm balloon. The balloon was received partially inflated. The catheter was kinked 6.5cm from the distal tip, just distal to the proximal butt joint. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kink. No anomalies were noted along the length of the catheter. A partial circumferential shaft break was noted at the proximal butt joint. However the polyimide appeared to be intact. The edges of the break were examined under microscopic magnification (40x) and the edges of the break were slightly jagged. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and the guidewire was unable to pass completely through the catheter, likely due to the kink in the catheter. The inflation hub was connected to an in-house inflation device and water was used to inflate the balloon. Upon inflation, water was observed leaking from the proximal butt joint. The balloon was unable to be inflated to rbp due to the leak. The balloon was able to be deflation without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a partial circumferential break at the proximal butt joint, resulting in the reported leak. The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current dorado pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, an alleged leak was observed from the proximal side of the balloon upon first inflation. Reportedly, there was no issue retracting the balloon through the sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.